Manufacturer narrative:
Returned device was received with cracked tank cover. Wear and tear damaged enclosure, pole clamp, block assembly, front cover, and line cord. During the evaluation of the device the customer reported condition was confirmed. No adverse patient effects were reported. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that a smiths medical fluid warmer had low level light indicator that won't shut off. No patient involvement.